Event description:
It was reported by dealer that the patient advised her the arm pads are broken on the (B)(4) wheel chair. The plastic underneath the pad is broken. No injury reported. No additional information available. Dealer has not seen the chair.